Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a high inspiratory alarm condition and the patient's blood oxygen saturation decreased. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device performed to manufacturer's specifications. The manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event.

Event description:
The manufacturer received information alleging a ventilator was alarming for a high inspiratory pressure alarm condition and the patient's blood oxygen saturation decreased. The patient was hospitalized. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.